Manufacturer narrative:
According to the coolsculpting user manual, under warnings, coolsculpting system use has not been studied in patients with impaired peripheral circulation in the area to be treated. It also states that the use of the coolsculpting device on areas with superficially located nerve branches, arteries, or veins has not been demonstrated to be safe and effective. Such use may result in injury to the patient. Do not use the coolsculpting system on areas with minimal underlying muscle mass or on areas with superficially located nerve branches, arteries, or veins. Allergan has performed due diligence requesting additional event details and medical records as well as device and treatment information, from the coolsculpting treatment provider but no additional information has been received to date. Device investigation, through a system log analysis, could not be performed at this time because the device information has not yet been provided by the customer. If additional information and/or system log analysis becomes available, a supplemental MDR will be submitted.

Event description:
On 28-oct-2020 allergan received a report that a female patient was treated with coolsculpting to the flanks on (B)(6) 2020 and to the abdomen on (B)(6) 2020. Five days later, the patient developed a headache which she self-treated at home with fioricet and tylenol. The patient subsequently went to urgent care a week later when the headache was not subsiding. The patient was then referred to a neurologist. The patient reported to the treatment office that a blood clot was noted on her head through an MRI in (B)(6) 2020. There is no known history of any circulatory issue. The patient was recommended to see a vascular surgeon.